Event description:
Our sales rep reported that a lupine br anchor was inserted into a male patient during a shoulder labrum repair procedure, and when the surgeon pulled on the suture to set the anchor the orthocord suture pulled out. The anchor and suture loop remained implanted, however, the suture loop remained proud of the bone and tissue. Another like device was used to complete the procedure with no reported harm or consequence to the patient.

Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.